Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received internal insulation abrasion was found at 10.3-11.1cm from the distal tip electrode. The etfe coating was intact at the same location. External insulation abrasion was found at 41.7-42.1cm and at 45.5-45.7cm from the distal tip electrode, consistent with lead friction to the ICD can. The etfe coating was intact at these locations. The reported noise could not be confirmed.

Event description:
It was reported that noise and an insulation anomaly were observed. The lead was explanted and replaced.